Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer bluetooth connection was lost during a follow up procedure. It was further reported that it was speculated the loss of communication occurred between the patient connector and the application during re-programming. It was noted an implantable pulse generator (ipg) was unable to be reprogrammed. The issue was resolved after a restart. The programmer remains in use. No patient complications have been reported as a result of this event.